Manufacturer narrative:
Expiration date: unk, no serial number reported. Device manufacturing date: unk, no serial number reported. Claim # (B)(4).

Event description:
The reporter indicated that a toric implantable collamer lens was implanted into the patients eye on (B)(6) 2021 and the patient experienced high vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.